Event description:
It was reported that while connected to a patient, a noise was heard from the ventilator during ventilation and alarms for high pressure and low oxygen concentration were generated. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on-site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
According to received information, the reported problem about an unexpected noise coming from the ventilator during ventilation has been an intermittent problem and has been occurring since (B)(6) 2014. The user has performed troubleshooting and the problem has been solved after replacement of expiratory channel printed circuit board (pcb), pull magnet, and a water trap. The reported problem has not reoccurred since then. The replaced parts were kept by the customer and the investigation consists therefore only of device logs evaluation. Received logs showed that the reported high pressure and low oxygen alarms were generated during ventilation in (B)(6) 2014. Test logs showed that performed pre-use checks tests had passed without any deviations. The root cause for the reported noise from the ventilator and the generated alarms, cannot be determined since the replaced parts were not returned for investigation.